Manufacturer narrative:
Continuation of d10: product ID :8709, serial# (B)(6), implanted: (B)(6) 2003, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that on (B)(6) 2021 they aspirated the catheter and did get great flow. They flushed the catheter with pf saline and noticed no sign of any leaks. The doctor ended up inserting a new catheter (8780). The cause of the catheter needing revision was undetermined. There was no evident reason why the patient had minor baclofen withdrawal symptoms as the catheter was patent and aspirating. They also replaced the drug in the new pump that was inserted on (B)(6) 2021. When taking out the old drug from initial pump replacement on (B)(6) 2021, they did get back the correct amount out of the reservoir. The old catheter remained in the patient as the patient had a massive fusion and would have been difficult to retrieve. The old catheter was tied off at the pump site to ensure no leaking csf.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-apr-2005, UDI#: (B)(4). The manufacturers device registration system indicates that the catheter was revised if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 450.4 mcg/day) via an implanted pump. It was reported that the patients pump was replaced last week and soon after the patient started showing some signs of withdrawal, but nothing to severe. The catheter was aspirated at the time of the pump replacement and everything looked good. The surgeon went back and aspirated the catheter again 2 days ago. They also programmed a 200 mcg bolus the other day the patient responded, but not what they would have expected from that bolus amount. It was noted that the catheter was still in a good location and there were no alarms or indications of a problem with the pump. The issue was not resolved via the troubleshooting. They were doing an unspecified procedure today and it was reported that they may do a catheter dye study and potentially revise the catheter.